Manufacturer narrative:
The returned a pcf-h190dl scope (serial# (B)(4)) was evaluated due to ¿washer like item came out of the scope¿. The user¿s complaint was not confirmed. A visual inspection was performed on a received condition and the scope channels were inspected. Discoloration spots were observed inside the channel from the bending section side of the instrument channel. The suction channel was inspected and found no kinks, stains or foreign material. Cosmo leak testing was performed and the scope passed the testing criteria. Based on the evaluation, the reported issue was not confirmed. In addition, the device was tested and passed testing criteria with no issues or abnormalities observed.

Event description:
It was reported that during an unspecified procedure, a snare was pushed through the scope and a washer like item came out of the scope and fell into the colon. No information provided regarding the removal of object from the colon. There was no patient harm or injury reported due to the event.